Event description:
A customer obtained repeatable (B)(6) vitros anti-hbc results (B)(6) for a single patient sample processed on the vitros 5600 integrated system. The vitros anti-hbc results were discordant when compared to (B)(6) results obtained using an alternate method (values not provided) as well as the known patient history, and are therefore considered to be (B)(6) results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) results were not released from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that repeatable (B)(6) vitros anti-hbc results were obtained from a single patient sample processed on the vitros 5600 integrated system. There was no evidence to suggest an instrument malfunction had occurred. The investigation was unable to determine a definitive root cause. However, a reagent issue or the presence of an unknown sample interferent could not be ruled out as contributing factors. The root cause of this event is unknown. No vitros anti-hbc reagent lot information was provided by the customer for this complaint.